Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), stent damage occurred. Vascular access was gained via the radial artery. The target lesion was unknown. The physician positioned the 2.25x8mm ion mr stent across the lesion, as technician prepared to inflate the balloon the physician repositioned the guide catheter the stent delivery system pulled back. Positioning of the balloon across the target lesion was lost and the balloon had be partially inflated to 1 atm. The device was successfully removed from the patent, upon removal a flared stent strut was noted. The procedure was completed with a another of the same device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).